Event description:
It was reported during a routine control the cardiosave intra-aortic balloon pump (iabp) monitor cable is in bad condition. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
This record is being cancelled as it was opened in error. Revert all sections to blank.

Event description:
This record is being cancelled as it was opened in error.